Manufacturer narrative:
Follow up information indicates that no medtronic product was in the heart at the time of the st elevation or air embolism.

Event description:
It was reported that during a cryo ablation procedure, there was a "gas embolism" in the right coronary artery with st segment elevation for five minutes when passing through the patent foramen ovale (pfo) to reach the left atrium. The patient was a participant of the (B)(6) clinical study. No further information is available at this time. No further patient complications have been reported as a result of this event.